Manufacturer narrative:
Intuitive has received the 8mm fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "broken cable" and found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. Additional observation not reported by site found the instrument to have damage of the conductor wires insulation. The instrument passed the electrical continuity test and the wires were not found to be exposed.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps was found to have broken cable. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.